Manufacturer narrative:
The referenced device was returned. The service evaluation confirmed the customer¿s reported issue as the image disappears due to a defective/breakage to the cable unit. Additionally, the cable was found leaking due to a hole/cut in the cable insulation. The device was last serviced in september 2021. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly

Event description:
Olympus (germany) was informed that the customer camera head was returned for service/repair for a reported ¿no image available. Caused by a cable break¿. The customer reported the issue was found at the start of the work/before an intervention¿. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to water invasion in the cut cable. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.